Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the bottom battery, chassis, and printed circuit board (pcb). Battery voltages were low, and data was ultimately lost due to the sustained pcb corrosion. A tear was observed on the unexposed portion of the soft cannula, from which fluid was observed to leak. The internal leak on the soft cannula is confirmed as the root cause of the reported event and observed corrosion/data loss.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient administered manual injections of insulin. The device was originally reported for high blood glucose levels.